Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19665377. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19665377. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was no longer providing adequate pain relief. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.